Event description:
Information received by medtronic indicated that the customer received a failed battery alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer received battery failed.  Battery failed alarm recurred. The customer will discontinue using the device and the device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Pump received with blank display. Unable to perform the active current measurement, sleep current measurement test, self-test and displacement test due to blank display. Unit was successfully download using thump for history files and trace files. Failed battery test alarmed on 02/23/2023 07:23:38.000 found in the history files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact and found moisture on the electronic assemblies and motor assembly. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched lcd window (minor), scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, label damage (serial number label faded, stained and peeling) and end cap address label missing. Unable to confirm failed battery test due to blank display, however, was found in the history files. Blank display was confirmed during analysis due to misaligned battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.